Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually inspected, and leak tested. The first cylinder had wear at a fold in the middle of the cylinder. The component also presented holes from the corner of a fold in the middle of the cylinder body; however, the cylinder passed both the leakage test and the pressure test. Visual inspection of the second cylinder identified wear at a fold in the middle of the cylinder. The component passed leakage test. The pump was visually inspected, and leak tested. It was identified that the tubing was cut down to the pump block and not returned for analysis. The pump passed the leak test. Upon functional testing, the pump did not pass the activation tests 2 and 3. Based on the information available and analysis results, although the allegation of cylinder bulging could not be confirmed, the pump not passing the activation tests 2 and 3 could have caused or contributed to the reported clinical observation of the device not working appropriately. A conclusion code of cause traced to component failure was assigned to this investigation. Field h9 correction/removal reporting number refers to the pump component. Model number 72404310, lot number 1000215374 referenced as a concomitant product/therapy.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Two weeks later, the patient underwent a revision surgery in which the pump and cylinders were replaced. Upon explant, a cylinder bulge was noted; however, its cause was not detailed by the facility. It was noted that during the surgery a set of cylinders were accidentally dropped on the floor; therefore, a different ipp was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Two weeks later, the patient underwent a revision surgery in which the pump and cylinders were replaced. Upon explant, a cylinder bulge was noted; however, its cause was not detailed by the facility. It was noted that during the surgery a set of cylinders were accidentally dropped on the floor; therefore, a different ipp was used to complete the procedure. There were no patient complications.